Manufacturer narrative:
Sections b5, d11: additional information. Manufacturer's investigation conclusion: the report of a red heart alarm could not be confirmed based on the review of the log files provided by the account. A specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained data from 16:51:54 on 22jul2020 through 10:17:22 on 28jul2020, per the timestamps. No interruptions in pump support or atypical events or alarms associated with the patient¿s pump were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The account reported that the patient called on 28jul2020 and stated that the power went out and he was concerned about the outlet grounding/alarms he had as well as the mobile power unit (mpu) backup battery. The patient was brought in for log file interrogation to ease his concerns and it was explained that the mpu did not have an internal backup battery like the power module and was internally grounded. The patient stated that he was awakened by a loud continuous tone, but also had a red heart alarm and thought his ventricular assist device (vad) was malfunctioning with the outage. Log files were extracted; however, nothing was observed that would have cause a red heart alarm. The red heart alarm was unable to be determined by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 28jun2018. The hm3 lvas instructions for use (IFU) and patient handbook are currently available. Section 5 of the patient handbook "alarms and troubleshooting" and section 7 of the IFU "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-05342.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called stating that their power went out and they were concerned about the outlet grounding/alarms they had. The patient was awakened by loud continuous tone and also had a red heart alarm.